Event description:
Customer reportedly received results of 499 mg/dl on the advantage system and 100 mg/dl on a professional's meter within 10 minutes. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. No action was taken based on device results. No treatment was given. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549605, expiration date 04/30/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.